Manufacturer narrative:
Correct h.10 info to read: a large amount of this particulate was <39 microns in size and white in appearance. Initial info read ">".

Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, one piece of particulate was seen in the pt eye. The particulate was unable to be removed. The pt is not suffering any adverse effects.